Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: review of the black box data revealed the last basal delivery was on (B)(6)2018. The last bolus delivery was a 14.50-unit ez-carb normal bolus on (B)(6)2018 at 06:57. The basal history for (B)(6)2018 appeared to be inaccurate due to the pump being manually suspended from 08:49 to 09:07. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. There were no hypersensitive or stuck keys on the keypad. The pump was exercised for 24 hours with a 2.0-unit-per-hour basal rate; at end of testing, the basal history correctly showed 2.0 units and total daily dose showed 48.0 units. Investigating did not duplicate a basal history recording defect during testing.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 400mg/dl, with moderate ketones, and extreme drowsiness, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed, the basal history did not match the active basal program after exposure to airport security. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.